Manufacturer narrative:
(B)(4). On (B)(6) 2011,product surveillance contact the nurse regarding the return of the device. The nurse stated that the patient had transferred to hemodialysis. The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temperature test but passed the rite electrical test. The pal (product analysis lab) performed evaluation. Accuracy confirmation and temperature verification tests were performed and the device passed. The tempmon feature of the crt (cycler remote toolbox) software was used to diagnose the heater system. The heater system was functioning within specification. An internal inspection of the device was performed with no problems found. Multiple short therapies were performed and completed successfully. There were no heater issues observed during the evaluation. The assignable cause for rite test failure - heater bag temperature test, which was assessed as a reportable malfunction, was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Event description:
During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a heater bag temperature failed performance specifications-fluid delivered out of specifications.